Event description:
It was reported that on (B)(6) 2008 pt underwent the following procedure for l5-s1 degenerative disk disease and stenosis: l5-s1 posterior lumbar interbody fusion, l5-s1 posterior lateral fusion, l5-s1 trans-facet nerve root decompression, l5-s1 alphatec pedicle screw instrumentation, insertion of alphatec interbody cage for fusion, use of local laminectomy bone for fusion, use of bmp for fusion. There were no noted complications. On (B)(6) 2008 pt complains of considerable pain and spasms to low back with radiation into the left posterior leg (irritative neuropathic pain). Completed medrol dosepack that is helping. On (B)(6) 2009 chronic cough exacerbates back pain, but doing well from surgery-complete resolution of pre-op neurological symptoms and marked improvements in his low back pain during a (B)(6) 2011 visit to dr (B)(6), the pt reported previous sudden onset of right sided hip, groin, and anterior thigh pain ending at the knee for 2 months (possibly due to foraminal dis herniation on the right at l3-4). As of the date of this visit, pt having no pain. Lumbar spine xray, (B)(6) 2009 shows hypertrophic spurring along the vertebral end plates of l5-s1, l4-5, l3-4, l2-3, t12-l1, and t11-t12. On (B)(6) 2011, pt complains of severe lumbar pain. MRI (B)(6) 2011 shows l2-l3 diffuse disc bulge, mild facet degenerative changes and flavum ligamentum thickening impinge on the thecal sac. No spinal canal stenosis, neural foramen slightly narrowed with definite nerve root contact, at l3-4, diffuse disc bulge flatten the thecal sac with bilateral facet degenerative changes and flavum ligamentum thickening impinging on the thecal sac. There is mild spinal canal stenosis on a congenital basis. Both neural foramens are narrowed with potential contact with the nerve root right greater than left, appear worsened when compared to prior study dated (B)(6) 2008. At l4-5, diffuse disc bulge, bilateral facet degenerative changes, flavum ligamentum thickening. There is mild spinal canal stenosis at this level, neural foramina are narrowed bilaterally with potential contact with the l4 nerve root worsened when compared to the prior study.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.